Event description:
A vague report of overinfusion was received. According to the rptr, the pump was programmed to infuse a 500cc container of lipids at 20cc/hr which was hung at 10 pm on 05/11/99 and the total found to have been infused at 3 pm on 5/12/99. No additional clinical info was able to be obtained. There was no pt injury reported.